Manufacturer narrative:
The transferrin reagent lot number was 929134. The uric acid reagent lot number was 934183. The field service representative found that the reagent probe was slightly misaligned. He replaced the syringe seals, sample probes, and the reagent probes. He performed calibrations, checks, and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable transferrin results for 1 patient sample and questionable uric acid ver.2 results for 1 patient sample on a cobas 8000 c702 module. Sample 1: the initial uric acid result was 0.1 mg/dl, and the repeated result was 5.0 mg/dl. Sample 2: the initial transferrin result was 0.03 g/l with a data flag, and the repeated result was 3.24 g/l with a data flag.